Event description:
Reporter alleges the pt rec'd silastic tmj implants bilaterally and rejected them which resulted infection, swelling, "etc.". Reporter also alleges that removal required 5 days of open drainage of infectious site. Reporter also alleges the pt had to have two subsequent surgeries to abate resulting pain without success, chronic pain and muscular "deficiency" resulting is diability is ongoing. Required surgery in 1994 and 1/1996 to remove scar tissue "etc.". Physician stated on 12/22/94 a left temporomandibular joint arthroscopy for lysis of adhesions and arthroplasty was performed, on 1/10/96 a left temporomandibular joint arthroscopy for coronoidectomy was performed and on 9/26/97 pt was found totally disabled retroactive to 2/1/96.